Event description:
Since (B)(6) of 2013, I have experience the following side effects and symptoms due to essure. Chest pains, heart palpitations, anxiety, depression, forgetfulness, mood disorders, excessive sweating, dizziness, severe migraines, painful menstrual cycle (when I have a menstrual cycle), lack of menstrual cycle ( for 3-4 months a time), pelvic chronic pain, lower back pain, hip pain, bloating, constipation and diarrhea, and night sweats. (B)(4).